Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring greater than 125 ohms on this right ventricular (rv) channel. The defibrillation threshold (dft) testing was performed. Subsequently this rv lead was surgically abandoned and a new lead successfully implanted. No additional patient adverse effects were reported.